Manufacturer narrative:
Additional information : the lot was manufactured between april 14, 2018 - april 15, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection revealed the reported problem of leak. Functional testing was not performed due to the nature of the sample. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. The leak was discovered during final check of the product and prior to patient use. There was no patient involvement. No additional information is available.